Event description:
The pt was under anesthesia and the tracheostomy tube was in place. The tip of the tube was advanced beyond the secretions and was supposed to be held in place by the lockout mechanism which failed and the tube backed up heading to pt's secretion blocking the tube and adhering it to the wall of the trachea. This led to oxygen desaturation and brain damage: locking mechanism failed, tube had no inner cannula, and there were no secondary holes (murphy) at the back which act as back-up if the holes are occluded.